Manufacturer narrative:
The investigation is completed, with review of clinical details only. Product was not returned for review. Based on clinical description, the root cause of limb ischemia was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 51-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced limb ischemia. The device was inserted into the right axillary without issues. The following day, the patient complained of numbness in right arm and four days later he could only move his hand and had complete numbness from the right wrist to the right shoulder. Neurology was consulted. The access site pocket had minimal bleeding in jackson pratt (jp) drain and had no unusual pocket swelling.